Event description:
Sex: unk. Procedure: long resection. According to the reporter: the initial procedure took place in 2008. The pt had an x-ray as an outpatient on two months later, when a component was found inside the body. The dr states the component comes from the loading unit no re-operation is demanded by the pt at the moment.